Manufacturer narrative:
Findings: pump received with blank display due to broken solder joint. Unable to perform the displacement test due to blank display. Pump received with stripped battery cap coin slot and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they cannot remove the battery cap form their insulin pump. The patient's blood glucose level was 241 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.